Event description:
A review of the service data has detected a reportable event. During servicing, charger/modem sn (B)(4) would not recognize a battery pack. The last pt to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) has been completed. As received the charger would not recognize or charge a battery. The cause of the charger's inability to recognize a battery was a battery shorted u13 (8 bit cmos flash microcontroller) component and a shorted q1 (current controlling transistor) on the bed side board. The root cause of the shorted components cannot be positively identified. No adverse event resulted from the shorted components. The last patient to use this device did not report any deficiencies.